Manufacturer narrative:
Philips service replaced the table lateral motor controller and amc drive, resolving the geometry issue and restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table lateral motor controller failed, making the geometry path unavailable on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.